Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding an imaging system during a sacroiliac and thoracolumbar procedure. It was reported that the site's o2 was powered on and ready to take an image, moved into the operating room, then the radiation was disabled and stating initializing. The system was rebooted and worked as intended. The patient was present with no noted impact and only a 15 minute delay.